Event description:
The customer's biomed reported that the unit shut off while in use on patient, black screen and unknown if unit alarmed, facility has a nurse call system but it was not connected at time of incident and no other backup alarm system installed in patient set up, unit does not work on battery power but when plugged into ac power the power leds on the front panel are illuminated and unit will operate normally, battery date is 2015-06-01. The biomed states the battery does not charge and requested an onsite inspection in regards to possible 35v rail scenario. There was no patient impact reported. The manufacturer has not completed the investigation of this event. A follow up report will be provided upon completion of the investigation or a follow up report will be submitted should new information becomes available.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.